Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc210850m. Model: sc-2108-50m. Serial: (B)(4). Batch: 17199/14222.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted devices were not returned. No further information could be obtained despite god faith efforts.